Manufacturer narrative:
It was reported that a provider noticed loss of waveforms on the c700 then a blank screen. The c700 went into a restart, completed its restart, connected to m540, all parameters came back normal. No disconnect or loss of patient data on m540. Root cause was identified as pdr (patient data repository) deadlock. The logs and device were analyzed and found that the cockpit reboot was due to a pdr (patient data repository) deadlock. The specific cause of the pdr deadlock cannot be determined but is more likely to occur with the gen 2 kontron cockpit used by the customer due to its cpu. The gen 2 kontron has a software error, and the newer cockpit models have reduced the deadlock issue with better cpu capabilities. The cockpit reboot is the workaround for the pdr deadlock, and the device is working as designed. The reboot is the workaround of the issue currently for this cockpit. To eliminate the issue further, the customer can decide to replace the cockpits.

Event description:
It was reported that the cockpit of the patient monitoring system performed a reboot during use. The bedplace monitor continued to monitor the patient. No patient consequences were resulting form the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the cockpit of the patient monitoring system performed a reboot during use. The bedplace monitor continued to monitor the patient. No patient consequences were resulting form the event.